Event description:
The product was purchased directly from (B)(6). It was recommended by a pediatrician so my daughter could stop wetting the bed. Received the product on monday and put in batteries on monday night. The batteries were inserted correctly, just like the instructions say. The device got warm to the touch and extremely hot within 15 minutes. It was so hot that I could not even hold it. Before we could even remove the batteries from the alarm unit, they leaked out and spilled on to the table where it was placed. My daughter is very scared of using another alarm like this one. The heat has caused the back casing of the product to partially melt. The alarm is not safe for use. This is definitely poor workmanship and a product defect.